Event description:
It was reported that the customer had a low battery alarm on the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer stated that they did try a battery from a fresh package prior to calling and are still experiencing low battery life. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer was advised that we will ship a replacement battery cap. The customer was advised to call back if issue continues and revert to back up plan per healthcare provider instructions if needed.

Manufacturer narrative:
Findings: unit alarmed failed battery test after battery installation due to corroded battery tube. Unable to verify low battery alert due to corroded battery tube. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.